Event description:
Related manufacturer report number: 3006705815-2024-00468.it was reported that following a fall in (B)(6) 2022 the patient experienced ineffective stimulation with their scs system. Additionally, it was also reported that high impedances were present in both implanted leads. X-rays indicated both leads had fractured. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the scs system was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.